Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload in the device. The returned reload was partially fired. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded without difficulties and did not fell out during functional testing. Per event description, if the cartridge is not fully inserted into the channel or long loaded (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be eject forward and some staples will be deployed. In addition the device will push the cartridge forward resulting in the cartridge ejecting from the device.

Event description:
It was reported that during an unknown procedure, the consultant went to fire the device with a vascular cartridge which then came out of the device upon firing. It appears that the cartridge may not have been loaded properly which led the knife blade to push the cartridge out upon firing. Unknown how case was completed. There were no adverse consequences for the patient.